Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff 's attorney that the plaintiff allegedly experienced pain, infection, recurrence, bleeding, vaginal scarring, and extrusion. The plaintiff also experienced vaginal mesh erosion and dyspareunia. The plaintiff underwent a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were hepatocellular carcinoma, hepatitis c and alcoholism. Related to manufacturer report#: 2183959-2014-35569. Related to manufacturer report#: 2183959-2014-35013. Related to manufacturer report#: 2183959-2014-56124.